Event description:
The initial reporter received questionable glucose results from one patient tested on the cobas 8000 c702 module. The initial result from the cobas 8000 c702 module line 1 was 24 mg/dl. The initial result was questioned as it did not fit the patient's clinical picture. The repeat result from the cobas 8000 c702 module line 3 was 172 mg/dl and deemed correct.

Manufacturer narrative:
The gluc3 lot number and expiration date were not provided. A field service engineer (fse) checked and adjusted the gear pump head pressure and the sample and reagent pipetting. The fse changed and adjusted the level of the water. A qc and calibration were performed with passing results. The cause of the event could not be determined. The service actions resolved the issue.